Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Refer to MFR report 1627487-2014-21550. It was reported that the patient experienced intermittent stimulation. The patient stated at times that she nearly fell, though it is uncertain if the fall was attributed to the stimulation issue. Diagnostic testing and x-rays did not reveal any anomalies; however, the physician believes the issue may be related to scar tissue. Surgical intervention will take place to address the issue.